Manufacturer narrative:
(B)(4). The device was received for evaluation with original opened box / tray and label intact, identifying part as (B)(4)- airvance bone screw system from lot number 0205997149. From the condition of the device, customer use was visible as there was considerable amount of contaminants present on the device. Under magnification, a small proximal portion of the bone screw piece was found stuck inside the inserter and could not be retrieved. The remaining broken screw piece was not returned by the customer for evaluation. Upon activation of the button, the device motor was found to function without issues. Based on the observations, although the exact root cause of the complaint could not be determined, the most likely underlying cause is consistent with "mishandling / user error" and/or customer technique used during procedure. The bone screw can fracture in both tensional and torsional manner if an overload condition is presented by the operator (end user). This device is used for therapeutic purposes.

Event description:
It was reported that the repose system bone screw broke off during surgery, but was immediately and successfully replaced by another one. There was no known impact or consequence to the patient reported as a result of this event.